Manufacturer narrative:
(B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a minicap transfer set was separated from the clamp. Water was leaking from main body and female connector. A nurse used a cotton swab to confirm the leak. This issue occurred after use. The transfer set was connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual device and 1 photographs were received for evaluation. A visual inspection was performed with the naked eye. The reported problem of separation was verified during visual inspection. Tubing separated from the dark blue female connector was observed. Marks were observed on the tubing indicative of the ribs on the dark blue female connector. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. Clear passage testing was performed on the actual sample with no issues. One photo sample showed visible fluid (leak) on the outside of the twist clamp (main-body to female connector) with a syringe attached to the female connector and one photo sample indicated clear passage with a cotton swab inserted through the twist sleeve. It was reported that when the nurse used the cotton swab to check the clamp the tubing separated. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.